Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned tasp to verify item and lot combination and reviewed manufacturing date as returned tasp exhibits signs of repeated use (nicked & gouged). The tasp has fractured at the post on the lateral side. All pieces were returned. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that the instrument fractured. Subsequently, the surgery was completed with another device. No adverse events have been reported as a result of the malfunction.